Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be implanted to treat airway stenosis in the middle segment of the left main trachea during a tracheal stent placement under bronchoscope procedure performed on (B)(6) 2026. During the procedure, when the stent was inserted into the patient body and the position was adjusted, the stent was not fully deployed by pulling the wire. Another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications as a result of this event and the patient condition following the procedure was stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital (B)(6); reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.